Event description:
Control syringe pulling air, allowing bubbles and fluid inside behind the plunger on the syringe. No lot number or sample received for inspection.

Manufacturer narrative:
No patient injury was reported to the MFR. Problem was found with device prior to use. See scanned pages.